Event description:
It was reported that during resident transfer one of the leg clip detached. As a consequence of the event the resident fell to the floor. The resident was brought to the ER where she sustained brain hemorrhaging. Customer reported that patient passed away. No device malfunction was found.